Event description:
It was reported that during the primary right tha, the surgeon was attempting the placement of the femoral stem. During the process, a small crack appeared in the proximal shaft of the femur near the calcar. The surgeon secured the bone fracture with one cable and proceeded with stem placement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 proposed component code: mechanical (g04)- stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. While placing the stem a small crack appeared in the proximal shaft of the femur while placing the stem. A cable was placed and the prosthesis was found to be secure and stable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.